Manufacturer narrative:
Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. To date there is no confirmation of treatment or outcome of treatment. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the add'l info.

Event description:
Pt reports an eye infection that lasted for 7 days. Attempts to f/u with the pt and the ecp have been made for more info and treatment, with no reply. This is being filed as an unconfirmed eye infection.